Event description:
The female luer lock detached from the high pressure tubing during an injection. The tubing did not burst. No injuries occurred as a result of this incident.

Event description:
As indicated in the initial report, the female luer lock detached from the high pressure tubing during an injection with no pt injury reported. Distributor reported additional incidents of this nature which will be reported as described in section h.11 of this report. This follow-up report is to confirm that the info provided in the initial medwatch report # 10335544-2000-2 and follow #1 is for the first incident.